Event description:
Customer reports to have high blood glucose between 300 mg/dl and 400 mg/dl. Customer reports that his eating schedule is off due to his work schedule. Customer also reports that he may be guessing on carb counting. Customer declined to be transferred to helpline and he believes it may be his error. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.